Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post-operatively, the atrial lead dislodged, exhibited no capture and poor sensing. A chest x-ray confirmed the dislodgement. The lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.